Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. The proximal neck was mildly calcified. The right and left iliac arteries were moderately calcified. The proximal aorta ranged 21, 22 mm in diameter and 115 mm in length. The right iliac artery measured 14, 15, 13 mm in diameter. The left iliac artery measured 38, 32, 15 mm in diameter. The right femoral artery measured 9 mm in diameter and the left femoral artery measured 10 mm in diameter. During the index procedure the final angiogram revealed a type iii (fabric) endoleak in the graft right above the flow divider. The physician attributed the cause by the spindle in the tapered tip not fully re-captured after deployment of the stent graft. The physician felt resistance before it was discovered that the spindle was not fully re-captured. Once re-captured, the delivery system was removed without injuries to the patient. The physician decided to place an aortic cuff and two limbs 16x16x93 to raise the graft bifurcation. The endoleak was resolved. The physician believed that the holes were created before fully re-capturing of the tapered tip and removal of the delivery system. The physician believed the event was user related due to not fully re-capturing the spindle. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Per the physician, the patient has had no issues since the implant of the endurant stent graft.

Manufacturer narrative:
Correction: the patient¿s neck length is 35mm and not 115mm.

Event description:
Film review analysis: review of pre-implant cta's revealed that the patient had a relatively straight neck. The neck ID just below the level of the renals was 20mm, approximately 4cm in length, and contained areas of calcification. The max diameter aaa measured 5.3cm, and the distal aortic diameter was 37mm and calcified. The right common iliac artery diameter ranged from 13-15mm. The left common iliac was aneurysmal at 4cm max diameter and measured 16mm near the left iliac bifurcation. Both iliacs were calcified and moderately tortuous. The cause of the type iii fabric endoleak could not be determined from the films provided. Images during and post-implant were not available for review. The cause of the event may have been user related; not fully recapturing the spindle. No obvious anatomical issues seen in the pre-implant films could explain the cause of the reported event.

Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (spindle not fully recaptured).